Event description:
Boston scientific received information that this pacemaker dependant patient was exposed to electrocautery during surgery which caused pacing inhibition and a period of asystole. A field representative was called in and programmed the device to electrocautery mode. After the procedure a field representative programmed the electrocautery mode off. No adverse patient effects were reported as a result of the asystole.

Manufacturer narrative:
Boston scientific technical services (ts) discussed electrocautery mode and how to program the device.